Event description:
The account stated that a false positive b-hcg result was generated by the architect analyzer. An initial result of 1017 miu/ml (positive) was generated and reported. The physician questioned the result as the patient was not pregnant. A new sample was obtained and a b-hcg result of < 1.20 miu/ml (negative) was generated. The original sample was repeated and a result of 5.58 miu/ml was generated. There was no impact to patient management.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr discovered crystallization on reagent 1 and 2 probes. The fsr replaced both probes and performed a reproducibility test. The analyzer was determined to be performing within specifications. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect (B)(4) package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.